Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were harder to press and sticking. The customer¿s blood glucose was unknown. Customer reported that the insulin pump had failed battery alarm and random no delivery alarm as well as rewind takes more time. Customer had to change the time and date after changing the batteries. The customer stated that the act and arrow button were sticking and harder to press. The insulin pump will not be returned for analysis.